Event description:
It was reported that a clearlink buretrol solution set had a free flow. According to the report, the set's roller clamp "leaked" and the buretrol filled up with fluid. It is unknown when the event occurred. It is unknown if there was patient involvement. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4): the date of this event is unknown. The sample was not available for evaluation; therefore, the reported condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. A batch review could not be completed as the lot number was not provided by the customer.